Event description:
It was reported that the patient experienced two implants of an artificial urinary sphincter. The patient had the first device implanted was revised four months after. The device has failed again after les than a year and the patient is requesting a revision but will not be able to have it within the one year warranty date due to scheduling constraints. A patient status was not reported.